Event description:
It was reported that that the patient had developed a pseudomeningocele and required a repair of the catheter. The date of the event was unknown; however, the event occurred following device implant in (B)(6) 2012. It was indicated that an epidural blood patch was ordered. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter pr oduct ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).